Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: review of the provided image is consistent with an exposed wire. The image shows a sliced conductor wire. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had an exposed wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: an image was provided showing a damaged conductor wire but not fully broken.